Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex has not been returned for evaluation. The device was not returned, therefore the reported event could not be confirmed. An event cause could not be conclusively determined from the reported information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of pipeline flex pushwire break during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the ophthalmic internal carotid artery (ica). The aneurysm max. Diameter was 13mm and neck diameter was 4mm. The landing zone artery size was 3.2mm distal and 3.5mm proximal. The vessel was severely tortuous. The devices were prepared as indicated in the IFU. The catheter was continuously flushed during the procedure. It was reported that a pipeline flex was advanced through the microcatheter with severe friction. The pipeline flex became locked up in the distal section of the microcatheter. The devices were removed from the patient. After removal, it was observed that the pipeline flex pushwire had broken in the proximal section. The procedure was completed using a new pipeline flex. There were no reports of patient injury in connection with this event.